Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that the patient had to shut off the device because they were experiencing numbness and pain in their penis, left testicle, and scrotum. They thought it was bruising from the procedure at first, but decided to lower their stimulation down from 1.1 volts on program 1 to 0.8 volts, but still experienced pain when trying to sit or lie down. They then lowered it to 0.5 volts, but mentioned their symptoms returned since they were not emptying or still had some pain. They experienced this on program 2 as well. They were moved to program 3 with stimulation at 0.5 volts where they were comfortable. They mentioned that 0.6 volts was a bit too much. There were no device issues nor further patient complications reported at this time.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient did not experience urinary retention prior to having the device. The symptom was not reported as worsened. Catheterization was not a standard of care. There was no bruising reported to the provider and stated the patient is doing well. The issue was resolved at the time of the report. The patient chronic pain is unrelated, but the reported issue has been resolved. They had a successful stage one trail and still in use with.

Manufacturer narrative:
H6 updated patient code: e2330 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.